Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Retrograde pedal access was obtained to treat a severely calcified, lesion in the nearly occluded mid anterior tibial artery. The viperwire advance guide wire was advanced to the mid superficial femoral artery where atherectomy was attempted. The crown was not able to be advanced through the stenosis. The leading edge of the crown was deformed due to calcification. During the wire exchange, the tip of the guide wire fractured. Using a snare, the fragment was removed. A second wire was used to complete the atherectomy procedure.